Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 510 mg/dl; cause was not known. A correction bolus via the pump was delivered to address bg. Pump system check was performed with technical support and pump was found to be functioning as expected. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.